Manufacturer narrative:
Updated fields - b4, d9, e1(event site postal code - (B)(6), event site state - (B)(6)), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer evaluated sensor module failure occurred. Fse were unable to confirm the reproduction. Fse conducted long-term running tests multiple times with the sensor connector plugged in, but the problem did not recur. Although there was no recurrence, we replaced the control board and fiber optic board of the sensor module as a preventive measure. There was no recurrence in the running test again, and we confirmed that there was no problem in the operation check. Equipment good.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a sensor module failure. There was no health hazard reported.